Manufacturer narrative:
On june 18, 2019, the patient contacted the regional sales manager to report that he felt the device protruding out of the incision site. The regional sales manager immediately notified the patient's treating clinician, who advised the patient to keep the wound site clean and covered until able to return for a follow-up appointment the following day. At the follow-up appointment, the treating clinician did not observe any inflammation or drainage from the incision site, and x-rays did not reveal any migration of the device. The treating clinician believes that the device eroded through the skin because the implanting clinician did not implant the device at an adequate depth. Additionally, the treating clinician reported that the implanted location of the stimulator was not at the same nerve targets as the trial device. The treating clinician suspected that sub-optimal placement of the permanent device was the source of the patient's reported lack of therapy, which was resolved at the (B)(6) 2019 appointment by patient re-education and reprogramming. Because of the device erosion and device placement, the treating clinician recommended device explant, with the expectation that the patient would be re- implanted by the treating physician to ensure appropriate target location and tissue depth device securement. On (B)(6) 2019, the treating clinician explanted the device without complication. It is not known when the new device will be implanted. Based on this information, the device erosion was confirmed/replicated, there is no evidence that product did not meet specification and the stimulator is used for treatment of pain. The cause of the device erosion is patient non-compliance and inadequate placement-user error. Device history record was reviewed and there were no non-conformances and product met specification at final release.

Event description:
Stimwave quality has investigated the details of a complaint of erosion and loss of therapy reported to stimwave on june 19, 2019, by regional sales manager and clinical specialist.